Manufacturer narrative:
Block h6: imdrf device code a04 captures the reportable event of tip damaged/defective identified after the device was used inside the patient. Imdrf device code a0710 captures the reportable event of cautery failure to deliver energy.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted in the duodenum to treat a duodenal obstruction secondary to pancreatic cancer during an endoscopic ultrasound-guided gastroenterostomy (eus-ge) procedure performed on (B)(6) 2025. During the procedure and inside the patient, the device did not power on preventing electrocautery of the stomach and intestinal walls. The device tip was found to be fractured. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event and the patient's condition following the procedure was stable. Note: it was reported that the axios stent was intended to be placed transgastric to the small intestine during an endoscopic ultrasound guided (eus) gastroenterostomy procedure. However, per the axios stent and electrocautery- enhanced delivery system instructions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with >= 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture. The device is not indicated to be placed transgastric to the small intestine.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted in the duodenum to treat a duodenal obstruction secondary to pancreatic cancer during an endoscopic ultrasound-guided gastroenterostomy (eus-ge) procedure performed on (B)(6) 2025. During the procedure and inside the patient, the tome did not power on preventing electrocautery of the stomach and intestinal walls. It was noted that there was blanching of the tissue. The device tip was found to be fractured. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event and the patient's condition following the procedure was stable. Note: it was reported that the axios stent was intended to be placed transgastric to the small intestine during an endoscopic ultrasound guided (eus) gastroenterostomy procedure. However, per the axios stent and electrocautery- enhanced delivery system instructions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with >= 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture. The device is not indicated to be placed transgastric to the small intestine. Additional information received on june 17, 2025. It was reported that upon connecting the erbe vio 200 d for gastrointestinal wall puncture procedures, repeated puncture attempts failed with no observable electrosurgical effect. After the stent was removed, it was found that the nose cone was fractured.

Manufacturer narrative:
Block h6: imdrf device code a04 captures the reportable event of tip damaged/defective identified after the device was used inside the patient. Imdrf device code a07 captures the reportable event of cautery delivers energy intermittently. Block b5 has been updated with the additional information received on june 17, 2025. Block h6 imdrf device code was corrected to cautery delivers energy intermittently (a07).

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted in the duodenum to treat a duodenal obstruction secondary to pancreatic cancer during an endoscopic ultrasound-guided gastroenterostomy (eus-ge) procedure performed on (B)(6) 2025. During the procedure and inside the patient, the tome did not power on preventing electrocautery of the stomach and intestinal walls. The device tip was found to be fractured. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event and the patient's condition following the procedure was stable. Note: it was reported that the axios stent was intended to be placed transgastric to the small intestine during an endoscopic ultrasound guided (eus) gastroenterostomy procedure. However, per the axios stent and electrocautery- enhanced delivery system instructions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with >= 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture. The device is not indicated to be placed transgastric to the small intestine.

Manufacturer narrative:
Block a1 has been updated with additional information received on october 13, 2025. Block h6: imdrf device code a04 captures the reportable event of tip damaged/defective identified after the device was used inside the patient. Imdrf device code a07 captures the reportable event of cautery delivers energy intermittently. Block h11: an axios stent and electrocautery enhanced delivery system was received for analysis. Electrical inspection related to the continuity between the rf connector and distal rf electrode was performed and no issues were noted. When the device was connected to the erbe, bubbles were seen in the saline solution which is evidence that the tip is working properly. The nosecone was found damaged, functional inspection was performed and the stent was deployed. However, it took a few minutes for the stent to finish its complete expansion which is evidence that the stent presented a slow expansion issue. Resistance was felt during deployment, and the outer sheath was found twisted. No other damages were noted to the stent or the delivery system. Product analysis did not confirm the reported event of cautery delivers energy intermittently. There was no evidence of issues found during the device electrical inspection. The reported event of tip damaged or defective was confirmed as the nosecone was returned damaged. The investigation concluded that the reported event of tip damaged or defective and the additional observed damage of sheath twisted/tangled were most likely related to procedural factors as lesion characteristics, handling of the device, and the technique used by the physician (force applied). In addition, slow expansion rates can be negatively impacted by the following factors: compression, time, temperature, and humidity. Slow expansion rates are seen most predominantly in the largest stent sizes, which experience the highest compression conditions while in the catheter delivery system. The larger the stent diameter, the more it is "packed" into the catheter of the delivery system. This means the stent will be compressed more and is more likely to have an unconstrained opening dimension that is smaller than the manufacturing specification. Taking all compiled information on the investigation, the most probable cause is adverse event related to procedure. A labeling review was performed and, from the information available, this device was used in a manner inconsistent with the IFU (instructions for use. It was reported that the axios stent was intended to be placed transgastric to the small intestine during an endoscopic ultrasound guided (eus) gastroenterostomy procedure and per the IFU, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with greater than or equal to 70 percent fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture. The device is not indicated to be placed transgastric to the small intestine.

Manufacturer narrative:
Block h6: imdrf device code a04 captures the reportable event of tip damaged/defective identified after the device was used inside the patient. Imdrf device code a07 captures the reportable event of cautery delivers energy intermittently. Block b5 has been updated with the additional information received on june 17, 2025. Block h6 imdrf device code was corrected to cautery delivers energy intermittently (a07) block h11: an axios stent and electrocautery enhanced delivery system was received for analysis. Electrical inspection related to the continuity between the rf connector and distal rf electrode was performed and no issues were noted. When the device was connected to the erbe, bubbles were seen in the saline solution which is evidence that the tip is working properly. The nosecone was found damaged, functional inspection was performed and the stent was deployed. However, it took a few minutes for the stent to finish its complete expansion which is evidence that the stent presented a slow expansion issue. Resistance was felt during deployment, and the outer sheath was found twisted. No other damages were noted to the stent or the delivery system. Product analysis did not confirm the reported event of cautery delivers energy intermittently. There was no evidence of issues found during the device electrical inspection. The reported event of tip damaged or defective was confirmed as the nosecone was returned damaged. The investigation concluded that the reported event of tip damaged or defective and the additional observed damage of sheath twisted/tangled were most likely related to procedural factors as lesion characteristics, handling of the device, and the technique used by the physician (force applied). In addition, slow expansion rates can be negatively impacted by the following factors: compression, time, temperature, and humidity. Slow expansion rates are seen most predominantly in the largest stent sizes, which experience the highest compression conditions while in the catheter delivery system. The larger the stent diameter, the more it is "packed" into the catheter of the delivery system. This means the stent will be compressed more and is more likely to have an unconstrained opening dimension that is smaller than the manufacturing specification. Taking all compiled information on the investigation, the most probable cause is adverse event related to procedure. A labeling review was performed and, from the information available, this device was used in a manner inconsistent with the IFU (instructions for use. It was reported that the axios stent was intended to be placed transgastric to the small intestine during an endoscopic ultrasound guided (eus) gastroenterostomy procedure and per the IFU, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with greater than or equal to 70 percent fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture. The device is not indicated to be placed transgastric to the small intestine.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted in the duodenum to treat a duodenal obstruction secondary to pancreatic cancer during an endoscopic ultrasound-guided gastroenterostomy (eus-ge) procedure performed on (B)(6) 2025. During the procedure and inside the patient, the tome did not power on preventing electrocautery of the stomach and intestinal walls. It was noted that there was blanching of the tissue. The device tip was found to be fractured. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event and the patient's condition following the procedure was stable. Note: it was reported that the axios stent was intended to be placed transgastric to the small intestine during an endoscopic ultrasound guided (eus) gastroenterostomy procedure. However, per the axios stent and electrocautery- enhanced delivery system instructions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with >= 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture. The device is not indicated to be placed transgastric to the small intestine. Additional information received on june 17, 2025 it was reported that upon connecting the erbe vio 200 d for gastrointestinal wall puncture procedures, repeated puncture attempts failed with no observable electrosurgical effect. After the stent was removed, it was found that the nose cone was fractured.